Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone; the customer to exchange the power supply. Covidien, now medtronic, was not authorized to service the device.

Event description:
It was reported that the 840 ventilator generated an error which rendered the unit inoperable. The ventilator was not on a patient at the time of the event.